Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the safety valve pull magnet. The replaced part was returned for further investigation. Simulated use testing of the returned safety valve pull magnet passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the safety valve pull magnet passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).